Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that sterility of the device was compromised. The target lesion was located in a shunt in the moderately tortuous forearm vessel. An encore balloon catheter inflation device was selected for use. Upon preparation, dirt was noted inside the main body of the device. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection was carried out and it was noticed that the encore unit was returned with a white stain on the side of the device, the stain was noted to be on the inside of the clear housing and on the outside of the barrel. However, the stain did not obstruct the graduation marks in the barrel. The adhesive stain was noted to be on the outside of the barrel and the inside of the clear housing. It is consistent with the application of excess adhesive. There is no adverse effect on the functionality on the encore device. A device history record review was performed and no deviation was found. The most probable root cause is user preference issue as product meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that sterility of the device was compromised. The target lesion was located in a shunt in the moderately tortuous forearm vessel. An encore balloon catheter inflation device was selected for use. Upon preparation, dirt was noted inside the main body of the device. The procedure was completed with another of the same device. No patient complications were reported.